Event description:
The cord connector that attaches to the loop electrode overheated, sparked, and burned the insulation, and broke at the connection point of the cord to the l shaped connector. The hosp staff believes that a broken cord could injure a pt and or staff. There is no pt or practitioner injury.